Manufacturer narrative:
(B)(4). Batch # p93x63. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the dissection, the piece covering the inside part of the device got detached, leaving a foreign material inside the abdomen of the patient. The part of the device has been retrieved with a clamp. Use of another like device to finish the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any patient consequences? No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2018. Batch # p93x63. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.